Event description:
Hcp reported "volumes in pump refills 17cc-catheter flow good. Failure to continue delivery of med." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.